Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2019. According to her surgeon, she dislocated after her surgery so the surgeon placed her in mmf to prevent reoccurrence. No additional patient consequences were reported.

Event description:
The patient's tmj devices dislocated post-operatively.